Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and one curved opening on the anterior side. A leak test and microscopic analysis were performed which identified: two openings (punctures) on radius and one opening sharp on the plug strap disk shell. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is two striated punctures due to surgical damage, and one sharp opening on the plug strap disk shell due to an unidentified tear opening.

Event description:
Patient reported a left side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.